Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure the right atrial lead became dislodged while the physician was suturing. Attempts were made to reposition the lead; however, the helix could not be retracted. The procedure was completed with a new lead. The patient¿s condition was stable.

Manufacturer narrative:
As received a complete lead was returned in one piece measuring 58.0 cm. The helix was found extended and was slightly bent and clogged with tissue. X-ray examination showed over-torqued inner coil consistent with procedural damage. After cleaning, the helix was able to partially retract, due to slight bend. The helix was able to be extended by applying torque to the inner coil. The full helix extension was within specification. The cause of the reported event of "retraction failure" was isolated to the helix being slightly bent, over-torque of the inner coil consistent with procedural damage.